Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set was changed 45 days ago and is leaking iodine much more now than ever. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing performed included leak testing, clear passage test, clamp function test, and integrity of seal surface test. All functional testing performed was acceptable. The reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.